Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage. Functional analysis of the catheter revealed the device ran for three minutes in blades up and blades down modes with no issues or errors. The rex mode was also tested and no issues were noted. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device had a loss of rotation. A 2.4mm jetstream xc catheter was selected for an arterial femoral run off procedure in the superficial femoral artery (sfa). While crossing the distal end of the lesion, the device lost rotation and would not advance. The rex would not engage or advance. The device was removed from the patient and the procedure was completed with a new device, same model. There were no complications and the patient was reported to be fine post procedure.